Event description:
It was reported that externalized conductors were observed via x-ray. No electrical anomalies were found. Lead remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.